Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on an unknown date and mesh and (bs) obtryx were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with abdominosacral colpopexy, transobturator tape placement, cystourethroscopy and repair of presacral venous plexus due to vaginal wall prolapse, cystocele, stress urinary incontinence and midline cystocele. Following insertion, the patient experienced pain, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/16/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent a mesh removal on (B)(6) 2013.